Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device would not hold or lock the gauge/burr. It was further determined that there was corrosion on the collet and the other internal components. It was determined that the issue was consistent with improper cleaning/care. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning methods. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified podiatry surgery, it was discovered that the burr attachment device would not hold the burr device. According to the reporter, the device was not tested successfully during the pre-surgery set up. It was reported that there was at most a three minute delay to the surgical procedure to set up a spare device. It was reported that the surgery was completed successfully. It was reported that the event occurred while in use on the patient or within the sterile field. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.